Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed. The field service engineer (fse) identified a hardware failure on the half-height drawer 2.1/2.2. Initially, a ¿device not detected on bus¿ error was observed, which later escalated to ¿all cubies not detected in drawer 2.2.¿ the fse replaced the pyxis bus board and the half-height drawer controller board. After the replacements, the instrument was verified to be functioning properly with no issues. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed and could not be recovered. The system displayed the error please clear obstruction, although no obstruction was present. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.